Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired, the cause of death is unknown. No additional information has been obtained.

Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 57 months ago. There is a distance of 2 cm from the left renal artery which is higher, to the lower right renal artery. The aneurx stent graft was initially placed below the lowest renal artery. It was reported that the pt was evaluated at another institution and the physician there noted that the stent graft is in a short portion of the aortic neck; however, there was no endoleak or migration. The physician was not comfortable with the fixation and seal zone below the right renal artery. The decision was made to perform a transposition of the right renal artery and implant a talent converter and an occluder followed by a fem-fem bypass. The physician felt this was a more permanent fix. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4). Evaluation results: (short seal zone).